Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the patient was implanted with a scs system. On (B)(6) 2010, it was reported that the patient's stimulation stopped and that the patient felt a sensation at the ipg site. An x-ray was taken and did not reveal any anomalies. All connections appeared intact and there was no evidence of lead migration. On (B)(6) 2010, the patient was revised. The leads were tested intraoperatively and found to be functional. The ipg was explanted and replaced with a new one. The patient is currently receiving satisfactory stimulation.